Event description:
During the follow up dated (B)(6) 2014, the device was found at eol (16,48kohms magnet rate: 73min-1). The device has been explanted at this date. During the previous follow up dated (B)(6) 2013 (nine months earlier) the time to eri was 16 months +/- 1 month.

Event description:
During the follow up dated (B)(6) 2014 the device was found at eol (16,48kohms magnet rate: 73min-1). The device has been explanted at this date. During the previous follow up dated (B)(6) 2013 (nine months earlier) the time to eri was 16 months +/- 1 month.